Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: initial reporter phone number: (B)(6). Block h6: imdrf patient code e2008 captures the reportable event of the trapezoid rx stuck in the common bile duct. Imdrf impact code f19 captures the reportable event of the patient being taken to the operating room for emergent device removal.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic procedure performed on (B)(6) 2026. During the procedure, the trapezoid rx became stuck in the common bile duct after multiple attempts to remove the device. The duodenoscope was withdrawn while the device remained in the patient. The wire was cut and secured to the patient's cheek, and the patient was subsequently taken to the operating room for emergent device removal. No additional patient complications or adverse outcomes were reported.